Event description:
It was reported that the patient experienced recurring alert code 38 motor stall messages on the ilet despite several restarts, after which they were instructed to disconnect and perform a dry run to 80 units that completed successfully, followed by a guided full supply change using an inset 23 inch, 6 mm infusion set that resolved the alert without impact to blood glucose. Symptoms included no adverse clinical effects. Outcomes included no injury, no medical intervention, and normal glycemic status. Investigation included device-guided troubleshooting, a successful dry run, and supply replacement education. Investigation of this case revealed a consecutive motor stall alert that cleared after replacing supplies, indicating a transient delivery obstruction or supply-related issue rather than a persistent motor failure. It was concluded, based on previously established findings for similar reports, that the cause was probable use- or supply-related obstruction that was mitigated by a full supply change.

Manufacturer narrative:
Initial.